Manufacturer narrative:
Technician found in "down" storage area. Found head hi-lo drifts down slowly due to faulty emergency trend valve. Replaced emergency trend valve to resolve this problem.

Event description:
Complaint alleged that the head hi-lo would drift down slowly. No injury reported.